Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the finger stick cap of his lancing device was broken and he was therefore unable to test and self-administer the correct amount of insulin. Customer further reported that in the last week of (B)(6) he began experiencing dehydration and on (B)(6) 2017, he was vomiting and not feeling well and his wife rushed him to the hospital. Upon arriving at the hospital, customer was diagnosed with dehydration and diabetic ketoacidosis (dka) and administered intravenous fluids and an insulin injection. Additionally, customer's metformin dosage was increased from 500mg to 1000mg. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. (Brand name) and (procode) were incorrectly documented in the initial MDR 30 day report. Both brand name and procode have been updated.

Event description:
Customer reported the finger stick cap of his lancing device was broken and he was therefore unable to test and self-administer the correct amount of insulin. Customer further reported that in the last week of november he began experiencing dehydration and on (B)(6) 2017, he was vomiting and not feeling well and his wife rushed him to the hospital. Upon arriving at the hospital, customer was diagnosed with dehydration and diabetic ketoacidosis (dka) and administered intravenous fluids and an insulin injection. Additionally, customer's metformin dosage was increased from 500mg to 1000mg. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported the finger stick cap of his lancing device was broken and he was therefore unable to test and self-administer the correct amount of insulin. Customer further reported that in the last week of november he began experiencing dehydration and on (B)(6) 2017, he was vomiting and not feeling well and his wife rushed him to the hospital. Upon arriving at the hospital, customer was diagnosed with dehydration and diabetic ketoacidosis (dka) and administered intravenous fluids and an insulin injection. Additionally, customer's metformin dosage was increased from 500mg to 1000mg. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs lancing device, there were no adverse trends that indicate any potential product-related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed. This serves as a correction report. (Occupation) was omitted from MDR follow up #1.